Event description:
Vague report of a pump reported to keep infusing even when the pump is turned off. Despite baxter's efforts to obtain info regarding specific incident info, the medication involved, pump programming and set-up info, specific pt info and medical intervention or pt injury, no additional details are able to be obtained.